Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the system was explanted on (B)(6) 2021.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-13052, and 1627487-2021-13053. It was reported that the patient was not getting adequate therapy. Programming was attempted several times without success. As a result, surgical intervention may occur to address the issue.